Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was going to have an MRI for an unrelated procedure. The patient reported an infection inside, and body pain, pain in his leg, stomach and back starting 3 months prior to the report. The patient's medical history includes that he is 100% disabled and has cognitive impairment. Additional information has been requested regarding cause and patient outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.